Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -9.0/150/84 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same size spherical model lens due to lens rotation. The replacement lens resolved the problem. No additional treatment for residual astigmatism.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6-device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).